Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Patient's current blood glucose value: 433 mg/dl. No delivery alarm was also reported which was resolved by complete set change. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. No symptoms were experienced. The customer was treated with insulin and syringes. The device is not expected to be returned for analysis.